Manufacturer narrative:
H10 - additional information can be found in b5 and d10.

Event description:
Additional information was received. The customer stated that the leakage occurred in the pharmacy service during the preparation. There was no unprotected exposure of chemotherapy.

Manufacturer narrative:
It is unknown if the device is available for evaluation. Without the returned device, a probable cause is unable to be determined. The lot number of the device that was in use is unknown. The customer identified three possible lot numbers: 4953206 (expiry date 08/01/2025, MFR date 08/01/2020), 4977193 (expiry date 08/01/2025, MFR date 08/01/2020) and 4866361 (expiry date 05/01/2025, MFR date 05/01/2020).

Event description:
The event involved a chemoclave that presented leakage of diluted etoposide through the connection of the clave with the spike during infusion. The reporter added that from preparation to infusion, 2.5 hours had passed. There was patient involvement and a delay in therapy, however no patient harm.

Manufacturer narrative:
No product samples were returned for investigation, however, a photo was provided and evaluated. The photo shows one chemoclave connected to a spiros. Leakage can be seen from the chemoclave/spike bond. No other damage or anomalies can be seen in the image. The device history records (dhrs) were reviewed for possible lot numbers 4953206, 4977193 or 4866361 were reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. The reported complaint of leakage can be confirmed based on the photo provided however, without the return of the sample a probable cause cannot be determined.